Manufacturer narrative:
Based on information received following submission of the initial report, this event does not meet criteria for reporting as a serious injury. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been requested and received that lens was replaced with different model company lens of same diopter indicating the correct lens power was not implanted initially. There is no reported defect or fault with the iol.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that following an intraocular lens (iol) implant procedure, the patient experienced blurry vision and hazy. The lens was explanted and replaced with atiol. Clinical reason for the explant was residual refraction. Additional information has been requested.